Manufacturer narrative:
The information submitted reflects all relevant data received. If additional concomitant medical products: addr01 ipg implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was at the clinic for routine follow-up when it was found that the right ventricular (rv) lead had low pacing impedance and noise. It was noted that the lead was previously programmed to unipolar sensing. Additionally, it was noted that there was a lead warning in (B)(6) 2014. The lead remains in use and no changes were made. No patient complications have been reported as a result of this event.